Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (prime issue) issue. The reporter stated that when she access the ez prime menu the prime box was not shaded in. She also states that she does not receive any alarms for a loss of prime. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/27/2017 with the following findings: the black box data from date of pi has been overwritten. Current black box shows one loss of prime warning eaw 162 on (B)(6) 2017 associated with a non-primed pump. Rewind, load cartridge and prime steps performed successfully with no alarms. Force calibration passed at 205. Pump exercised for 24 hours with no loss of primes occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.